Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/07/2020. H3 evaluation: two suture pieces of product was received for evaluation. During the visual inspection of suture piece, damage on the surface suture, body fluids, and stress could be observed. The ends of the suture pieces were noted with lineal cut and damage that appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture fraying is an improper handling and the reported complaint was by an external cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an bilateral lung transport procedure on (B)(6)2020; and a suture was used. During the procedure, the suture frayed while suturing through bronchus using a continuous loop that would make two to three passes and tie off. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.